Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had a system explant due to risk of infection. No further information is available.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated.